Manufacturer narrative:
Method: DHR, complaint review, dimensional test, visual inspection. Results: device history review indicated the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review found no other reported event of this nature for this lot number visual inspection reveals two small scratches and light wear marks most likely caused by attempted implantation. Dimensional test showed that all measured features, undamaged by implantation attempts, conformed to specification. Conclusion: the exact cause of the event appears to be user related.

Event description:
It was reported that, "surgeon did not achieve proper pressfit of shell. He requested dimensional investigation of device."